Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not acquire 12-lead ECG. There was no report of pt involvement.

Manufacturer narrative:
Pr# (B)(4).